Manufacturer narrative:
Concomitant medical products: boston scientific device implanted: unknown.

Event description:
It was reported that the left ventricular (lv) lead exhibited high, rising and fluctuating pacing impedances, and high and rising thresholds. There was also oversensing of noise. Provocations tests were performed in the clinic and the increase in impedance was reproduced on the lv lead. It was also noted that there was twitching from increased lv lead outputs. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned and analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.